Event description:
It was reported that during use this was a foley catheter breakage incident.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Based on the evaluation, it was observed that the catheter was breakage at the funnel area. The surface was normal in appearance with the presence of typical jagged tears which resulted from the breakage of the catheter. The tearing looks like the shaft was pulled with external forced that could cause the catheter break. The breakage did not occur because of any manufacturing process related cause. The exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use this was a foley catheter breakage incident.